Event description:
During the investigation of an unrelated complaint for electrode belt sn (B)(4), a reportable event was discovered. A cable on the electrode belt was defective. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon receipt, the cable running from distribution node to the front therapy electrode pad was also ripped from the strain relief. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.